Manufacturer narrative:
None.

Event description:
The treatment tip of the rhinaer stylus separated during treatment of the turbinate at the end of procedure. The housing for the electrodes detached from stylus. The component fell onto the "floor of the nose" right by the entrance to the nose / nostril. The broken component was easily identifiable by the physician and was easily removed. The procedure completed as planned. No patient injury or issues reported due to the malfunction.